Event description:
Customer reported the system would not fluoro during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the 5 volt power supply connector. System operates as intended.